Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. An unspecified taxus liberte' stent was deployed in the patient. The lesion location and characteristics were not provided. After stent deployment, the physician attempted to remove the stent delivery system (sds) from the patient but the delivery balloon was stuck on the stent. The physician twisted the sds to break it free and by doing this the stent delivery system prolapsed. The physician was able to remove the sds from the patient with no harm to the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4)